Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator stopped ventilating the device was available for evaluation. The medtronic service engineer (se) inspected the device and replaced the direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The likely cause of the event was isolated in the field to the direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Correction to section h6 evaluation code conclusion and component codes. Updated due to returned component: h3 device evaluation summary: it was reported that the pb980 ventilator stopped ventilating while used on a patient. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory. To solve the issue, sp replaced the dc-dc converter pcba (printed circuit board assembly). The ventilator passed all the tests, calibrations was returned to the customer. The dc-dc converter pcba was returned to the medtronic for failure investigation. No anomalies found during visual inspection. The "functional" test found no issues/faults with the dc-dc converter pcba and the reported event was not duplicated. The replaced part dc-dc converter pcba did resolved the issue; however, the returned component was analyzed and were no fault found. With the information available a likely cause could not be determined. There is an existing internal investigation regarding intermittent failures of the dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality "specifications." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.